Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast keypad button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn near the ok button. During testing, all of the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was visible under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.